Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). On an unreported date in (B)(6) 2013, the patient experienced peritonitis. A review of all batch record documents was performed for potentially associated lot numbers gd895771, gd895565, gd895425, and gd895391 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient was hospitalized for the event. The cause of peritonitis was not reported. Treatment and patient outcome were not reported. No additional information is available. This is report 2 of 3.